Event description:
It was reported that during a clinic visit, the right ventricular lead exhibited multiple noise reversion episodes. The patient was asymptomatic to the noise. All other electrical measurements were within normal range. On (B)(6) 2015 the lead was explanted and replaced.

Manufacturer narrative:
(B)(4).